Event description:
The patient fell on some ice, "cracked" his implantable neurostimulator, and broke it. The patient would like to have his device replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).